Event description:
On december 24, 2015, the patient underwent an endovascular procedure using gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair an abdominal aortic aneurysm. A trunk-ipsilateral leg component (rlt231416j/14131924) was prepared as usual and found no issues. The device was inserted into the right femoral artery and advanced up to the intended position. The proximal end of the device was then deployed, and the device fell into the aneurysm sac due to the angulated proximal neck (neck angel = 110 degree). After cannulation to the contralateral gate, reconstraining of the proximal end of the device was attempted; however a wire was observed under fluoroscopy located just distal to the leading olive. The wire simultaneously moved as the device was reconstrained using the constraining mechanism, therefore it was suspected that the lock pin was disengaged from the leading olive. For fear that the wire would perforate vessel wall during manipulation of the device, it was elected not to advance the device any further and to extend the proximal end of the device with another stent graft. The device was deployed in order to retract the delivery catheter, and it was reported that as the transparent knob was rotated and pulled, the proximal end of the device was abnormally constrained, and then released fast. As proximal cuffs available during the procedure were not long enough to assure a sufficient proximal neck, it was decided to convert the procedure to open surgery. The device was explanted, and the vasculature was replaced with a y-shaped vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Based on the available information and evaluation of the returned delivery catheter, the root cause for the dislodged lock pin could not be determined. Additional manufacturer narrative - the device evaluation showed the following: the evaluation confirmed use of the device. The eyelet of the constraining loop appeared to be intact. No abnormalities were observed in the leading olive or lock pin. The physician¿s observation of a dislodged lock pin could not be confirmed with the currently available information.

Manufacturer narrative:
.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using gore excluder aaa endoprosthesis featuring c3 delivery system to repair an abdominal aortic aneurysm. A trunk-ipsilateral leg component (rlt231416j/14131924) was prepared as usual and found no issues. The device was inserted into the right femoral artery and advanced up to the intended position. The proximal end of the device was then deployed, and the device fell into the aneurysm sac due to the angulated proximal neck (number of the angle unknown). After cannulation to the contralateral gate, reconstraining of the proximal end of the device was attempted; however a wire was observed under fluoroscopy located just distal to the leading olive. The wire simultaneously moved as the device was reconstrained using the constraining mechanism, therefore it was suspected that the lock pin was disengaged from the leading olive. For fear that the wire would perforate vessel wall during manipulation of the device, it was elected not to advance the device any further and to extend the proximal end of the device with another stent graft. The device was deployed in order to retract the delivery catheter, and it was reported that as the transparent knob was rotated and pulled, the proximal end of the device was abnormally constrained, and then released fast. As proximal cuffs available during the procedure were not long enough to assure a sufficient proximal neck, it was decided to convert the procedure to open surgery. The device was explanted, and the vasculature was replaced with a y-shaped vascular graft. The patient tolerated the procedure.